Event description:
The customer reported that their multigas unit is not showing any numeric data. No harm or injury was reported. They will be sending this unit in for an exchange.

Manufacturer narrative:
They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was not showing numeric data. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) initiated a warranty exchange. The device was sent in and the evaluation by nihon kohden repair center was able to duplicate the issue. The causes for gas device error are due to improper maintenance, incompatible tubing / connector, device damage, or a sensor needing replacement. In all cases, the failure is unlikely to cause or contribute to serious injuries. The sensor was replaced to resolve the issue. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual. Additional information: b4: date of this report. D9: device available for evaluation? G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The customer reported that the multigas unit was not showing numeric data. No harm or injury was reported.